Event description:
The pt presented with bilateral iliac aneurysms. The physician planned a left aorto-uni-iliac with a left to right femora-femoral and a right hypogastric to right common iliac stent graft. The left hypogastric was coiled prior to the procedure. An excluder contralateral device was deployed in the left iliac artery to bridge the aneurysm. Proximally, the device landed 5.5 cm into the native aorta. Distally, the device landed 1.5 cm below the hypogastric take off. Two aortic extenders were placed because of a possible proixmal type 1 endoleak. The endoleak persisted and another extender was placed to cover the junction between the 2 extenders to rule out a type 3 endoleak. However, the leak persisted. On films, a slight wall irregularity was noticed and deemed to be the cause of the endoleak. Finally, an excluder bifurcated trunk-ipsilateral device was placed inside all of the devices, leading to resolution of the endoleak. A femoro-femoral surgical graft and a stent graft were placed to allow perfusion of the contralateral limb. Final angiogram showed no evidence of any endoleak.